Event description:
The complaint received from the customer states, the ventilator does not work when it has been turned on. The wink indicators, inhalation and exhalation are not functioning. When the manual breath button is pushed the inhalation process starts and continues for 30 seconds. During this time it does not allow an exhalation. When the manual button inhalation stops the oxygen indicator stays on. The knob to turn the ventilator on is stiff.

Manufacturer narrative:
The device was returned to the MFR for eval. At initial turn on of the device it cycled one time and then stopped. The exhalation wink light remained opened. The on/off knob is stiff but does function. A test multi-relay was used on the device and it ran per specification for 2 hours. The ventilator had been overhauled by the MFR in (B)(4) 2012. Per the customer the issue was found when it was being incorporated back into the center. No pt use at the time of the incident.